Event description:
It was reported that the insertable cardiac monitor (icm) migrated and was undersensing the r-waves, recording false positive pause events. The patient reported that she moved the icm around and felt as if the device was going to "explode out of her chest". There was noise seen on the strip as well. The patient went into the clinic for follow up where the icm was already halfway out of her anatomy. The physician decided to remove the device with no replacement device implanted. The device was requested for return. No additional adverse patient effects were reported.